Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information received, the investigation determined that the reported ballon rupture appears to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it was reported by the account that the balloon interacted with the heavily calcified anatomy such that the balloon became damaged and subsequently ruptured during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a heavily calcified and moderately tortuous lesion in the distal right coronary artery. The 2.25x15mm rx trek balloon dilatation catheter (bdc) was advanced to the target lesion for pre-dilatation; however the balloon ruptured during the first inflation at 10 atmospheres. The procedure was completed using another balloon catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.